Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 4. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and bleeding. No further patient complications were reported.